Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 001825034-2016-03796, 001825034-2016-03797. Concomitant medical products - p/n 157442 m2a-magnum mod hd sz 42 mm l/n 427950, p/n us157848 m2a-magnum pf cup 48odx42id l/n 404500, p/n 14-103205 taperloc microp fmrl 11.0 mm l/n 186570. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address pain, acetabular osteolysis, and greater/lesser trochanter osteolysis. Metallosis was identified intraoperatively near the acetabulum.

Manufacturer narrative:
Upon third-party review of x-rays received, radiolucencies consistent with osteolysis were noted. Upon review of medical records received, the reported event was able to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.